Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that a power on reset (por) error code was displayed on the clinician programmer. The patient had turned the implantable neurostimulator (ins) off for an electrocardiogram (ECG) on the day of this report and they had an ultrasound three weeks ago. When the ins was interrogated, the ins was at end of life (eol) at 2.65v. The battery depletion was considered to be normal and the patient planned to schedule and ins replacement in the near future. The patient's indication for use is p arkinson's dual.